Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result (investigation conclusions). H4:device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image " involving pentax model ec-3890li/(B)(4). No further information was provided at the time of the report. Additional information received from the user stated the event occurred during pre-inspection check. The device was returned to pentax for evaluation. Pentax service inspectional findings included: image blackout, image distorted, passed wet leak test, umbilical cable buckle at control body side, image intermittent, passed dry leak test, umbilical cable bump at control body side, lightguide connector root brace failure, image distortion and audible noise when plugged to processor, up/ down brake knob/ lever markings faded. The customer complaint was confirmed. The device is pending repairs. The device has been routinely serviced by pentax since install.